Event description:
It is reported that the end-user developed a red rash during use of the ostomy device about two (2) weeks ago which was identified by the ostomy nurse as yeast, and an anti-fungal powder was prescribed for treatment.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that the proper application of the powder beneath the wafer was reviewed with end-user. It is further reported that the device was in use for three (3) to four (4) days before the issue occurred. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(6) 2014. Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
Corrected data: the following conclusions codes were previously omitted or reported in error on the initial MDR, MFR #: 1049092-2014-00254, reported to the FDA on june 30, 2014: (B)(4). The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 30, 2016 (B)(4).